Manufacturer narrative:
(B)(4).

Event description:
The customer reported that three endotracheal tubes were tested out of the same lot numbered box and found to have cuff leakage prior to use. One tube each is reported on our reports 2936999-2016-00335, 2936999-2016-00336 and 2936999-2016-00337.

Manufacturer narrative:
(B)(4). An inflation/deflation test was performed on this tube and it was observed the cuff deflated immediately. Visual inspection was performed and found a cut in the cuff which was measured at 1.16 inches. The confirmed failure of a cut in the returned sample would have been detected during the 100% inflation/ deflation test, therefore, the failure mode is not confirmed as related to manufacturing.